Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose level was 184 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.